Event description:
It was reported that the customer was in the process of upgrading her pump. Customer's blood glucose level was 51 mg/dl. Customer stated that the buttons were sticking and that she was having trouble rewinding the pump. Customer stated that she may have corrected earlier for a blood glucose level of 386 mg/dl. Customer ate something to correct it. Customer stated that the button issue starting happening 4 to 6 months ago. Customer declined troubleshooting for high/low blood glucose levels. Customer stated that she has a service dog that alerts her when her blood glucose goes low. Customer also mentioned that she was unable to exit the preparing to prime screen. Customer was unable to troubleshoot since she is not currently priming the pump. Customer stated that this happens at least once a month. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The pump had intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.